Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2023. Subsequently, the patient had a fall 18 months post initial surgery and during a wrist arthrodesis problems with the prosthesis were noted. Therefore, the patient underwent a revision surgery on (B)(6) 2026.

Manufacturer narrative:
After a thorough investigation (returned device, device history review record, medical imaging, complaint history review), it appears that the failure is primarily related to a traumatic event. The pe liner breakage is likely linked to the bike fall.